Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, mid left anterior descending (lad), after pre-dilatation, a 3.5 x 15 mm xience prime stent was implanted; however, a stent edge dissection was noted. Another stent was implanted as treatment and timi 3 flow was achieved. There was no reported adverse patient sequela. No additional information was provided.